Event description:
It was reported that during a medical procedure, when the subject stent entered the microcatheter resistance was encountered. Also, the subject stent got deployed at the connection between the proximal end of the microcatheter and the microcatheter hub during the attempts of advancement. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject device was received. The reported lot number was confirmed from the packaging label. The subject stent was received in a deployed condition, which is aligned with the event description. The stent delivery wire (sdw) and the introducer sheath were returned. The microcatheter was returned, which was noted to be intact. The stent was noted to be deformed. All 4 marker bands were present on both ends of the stent. The sdw was noted to be intact. The introducer sheath distal tip was noted to be damaged. Functional inspection unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The event description indicated that the neuroform ez stent was being used in a stenosis case which is not recommended. The neuroform ez dfu states 'the neuroform microdelivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms'. It was reported that the 'stent was smoothly advanced out of the introducing sheath and half of it entered the microcatheter. Subsequently, significant resistance was encountered, preventing further advancement. After multiple unsuccessful attempts, the stent was deployed at the connection between the proximal end of the microcatheter and the hub'. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'not tortuous'. During analysis, the stent was received in a deployed condition which is aligned with the event description. The stent was noted to be deformed. The distal tip of the introducer sheath was noted to be damaged. The sdw was noted to be intact. It is possible that the sheath moved distally prior to stent advancement out of the sheath resulting in deformation/crush damage noted to the distal tip opening of the introducer sheath. This movement can occur if the rotating hemostasis valve (rhv) vent cap is not sufficiently tightened down on the introducer sheath. It is also possible that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent became damaged as it passed through the deformed distal tip opening of the sheath. The user would then experience resistance while attempting to continue advancing the stent. Continuing to advance or retract the stent through the deformed section can also result in damage to the device. Based on a review of all available information an assignable cause of procedural factors has been assigned to the as reported codes 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use and as analysed codes stent deformed' and "stent introducer sheath distal tip damage. This complaint appears to be associated with a product that met the manufacturers¿ design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a medical procedure, when the subject stent entered the microcatheter resistance was encountered. Also, the subject stent got deployed at the connection between the proximal end of the microcatheter and the microcatheter hub during the attempts of advancement. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.